Manufacturer narrative:
It was reported that the twin roller pump displayed an error message "reference", on the left pump. The user had to switch off and on the pump. After some time the error repeated. The right pump is working without any error. No indication of actual or potential harm was reported. During start up and periodically during operation, the console conducts self-test. One of this tests,¿vtest¿ monitors the voltages in the board: +5v (±0.25v), +12v (±1.2v), -12v (±2.4v) and the voltage uref (5v ± 0.25v). A failure in the latest to comply with the tolerated deviations would trigger the described error¿reference¿. The voltage uref is generated at the tpm motor control board and read by an adc in the microcontroller (ic15) in the tpm cb. The adc measures the voltage by comparing it with the reference voltage varef generated at the tmp cb (ic 14). The pump has been sent for repair to getinge service on 2021-05-06. The twin pump module was investigated on 2021-06-01 by getinge service and it was found that the control board was defective. After replacing the control board a functional test was performed. The device was delivered to the user in working condition. In order to determine the root cause of the reported issue the replaced part (twin pump module tpm control board) was forwarded to getinge life cycle engineering (lce). The control board was visually inspected and its functionality was tested on 2021-07-28. During visual inspection, no damaged or missing components were identified. During the investigation the error ¿ad-conv.¿ could be reproduced on the console display. The ¿ad-conv¿ error is related to the ¿referenc¿ error. They both use the varef regulated voltage to conduct analog to digital conversions, since the regulator is faulty both tests fail. The ad test is performed only on start up of the device and before the reference test is performed. If this fails,the first error to be registered and displayed on the console followed by the error ¿referenc¿. The most probable root cause of the reported error message ¿referenc¿ could be determined as a defective voltage regulator (ic14) on the motor control board. The product in question was produced in 2018-02-05. The review of the non-conformities during the period of 2018-02-05 to 2021-04-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the twin roller pump displayed an error message "reference", on the left pump. Complaint #: (B)(4).